Manufacturer narrative:
(B)(4). Corrected mfg and exp dates the device was received with the top jaws intact and not missing as reported. But the top of the I-blade tip was broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90e63. Additional information received: the event states the titanium tip broke and the product code is nslg2c25. The nslg2c25 does not have a titanium tip. What is the event for this device/ the top jaw break off of the device. Is the product code nslg2c25/yes. Did the top jaw break off of the device/yes. If yes, did it fall into the patient/no. Was the top jaw retrieved from the patient/yes. Did this cause a change in the plan of care for the patient/no. Was the top jaw discarded/ the top jaw discarded.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.